Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. The sample was recollected, repeated on the veritor, and upon repeat were negative. Results were not reported and there was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive or discrepant results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0310429. Bd quality performs a systematic approach to investigate false positive or discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A bhr review was performed on the batch number provided. The reported issue was unable to be confirmed. Retain testing could not be performed as the product was expired. No trend against false positive or discrepant results was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. The sample was recollected, repeated on the veritor, and upon repeat were negative. Results were not reported and there was no report of patient impact. Eua # (B)(4).